Event description:
The customer reported that the remote network stations (rns or remote monitoring system) are experiencing communication loss on all devices.

Manufacturer narrative:
We followed up with the customer, and they stated that restarting the services of the (B)(4) rns server or net konnect resolved the communication loss issues.